Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an inaccurate fill estimate. Reportedly, the customer had performed the incorrect air removal process. Additionally, it was reported that fill resistance was experienced when filling a cartridge. A cartridge change was performed to address the resistance issue. Tandem technical support reviewed the load process with the customer. Customer's blood glucose level was 180 mg/dl.